Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). The patient presented with a vt storm and underwent "urgent vt ablation with impella." However the vt was not terminated prior to his admission "due to a poor location" of the right ventricular (rv) lead, the rv lead was noted to be on the rv septum. Given the "poor defibrillation in setting of clinical vt," an additional defibrillation coil was implanted. The original rv lead remains in use. No further patient complications have been reported as a result of this event.